Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser stopped working on a system and a burst sound was heard during a procedure. The system was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The laser footswitch assembly was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 28, 2012. Based on qa assessment, the product met specifications at the time of release. A laser footswitch was received for evaluation. A visual assessment of the returned sample revealed a kinked and twisted cable with a small tear in the cable exterior. The sample was then connected to a calibrated system for functional testing. No problem was found with the footswitch as it functioned correctly through all aspects of the system operation including firing at single-shot, burst, and continuous emission and side switches operation. The returned component met specification. Therefore, the root cause of the reported event(s) cannot be determined conclusively. (B)(4).